Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to pump being "mismanaged" and customer had an unspecified complication with the pump. Reportedly, the customer was released on (B)(6) 2021. The customer declined further troubleshooting or to provide additional details.